Manufacturer narrative:
Per mtr-00008, failure investigation is not required. Per the root cause analysis in the CAPA, the root cause of the navigational-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
G4:17feb2021. B4:19feb2021. H11:g5:k102985. Philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 17dec2020

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.